Manufacturer narrative:
This report is submitted on june 09, 2017.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 28, 2017.